Event description:
It was reported that pump displayed malfunction code and fault message with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump and to call back if issue returned, and caller acknowledged and understood instructions.